Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is unknown due to the part/lot number was not provided. The additional vascular device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter was advanced into the left anterior descending (lad) artery over an unspecified balanced middle weight (bmw) guide wire (gw), and pullback was completed without issue. The device was attempted to be removed after successful use; however, it was stuck with the bmw guide wire. The dragonfly and bmw devices had to be removed as a single unit as the devices could not be separated and could not be used with any other devices. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.